Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was interrogated while still in the box, and the longevity bar was gray instead of green. The device was checked again a few days later, with the same result. The ICD was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.